Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of high blood glucose and hospitalization from the insulin pump. The customer's blood glucose reading was 345 mg/dl during the emergency room visit. The customer stated that she was hospitalized due to diabetic ketoacidosis and she was throwing up. The customer stated that the infusion set had come out. The customer stated that her contour link meter is not working and the meter is on and it will not turn off. The customer stated that she had to reinsert the infusion set prior to leaving the hospital. The customer will troubleshoot for the high blood glucose readings.